Event description:
The gastrointestinal videoscope was returned to the service center with a report of a separate issue. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, foreign objects on air/water cylinder and tube were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the material was identified as a white residue, but a root cause of its presence could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.